Event description:
On 08/07/08 the pt reported elevated blood glucose readings of 580 mg/dl and 340 mg/dl with her normal range being 135-140 mg/dl. Symptoms were light-headedness and pain in her chest and back. The pt stated she switched to her backup infusion device but also received elevated readings while using it. She said she corrected her readings by taking insulin injections. During troubleshooting, the pt stated she changes her insulin infusion headset every 4-5 days and her tubing every 8-9 days. The manufacturer's recommended time for use for the headset is no more than 48 hours and for the tubing is no more than 6 days. The pt stated she reuses her insulin cartridges and was advised not to do so. The pt was sent a complimentary box of insulin infusion sets. On follow up with the pt, she stated her readings are back within her normal range and she is doing fine. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.